Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. Failure analysis could not verify the customer reported event. There was no grip discoloration observed during visual inspection and the instrument articulated as expected during the manual articulation test. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire and it passed the electrical continuity test. The complaint was confirmed by failure analysis. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The failure analysis investigations of the returned instrument revealed no issues related to the customer reported issue. Furthermore, the probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a burnt blade tip. The procedure was continued as planned with no reported injury.